Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did any bleeding occur as a result of the scissored clip? No. If yes, how much bleeding was observed? Was a blood transfusion required? Na.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, scissoring occurred. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. The following information was requested, but unavailable: did any bleeding occur as a result of the scissored clip? If yes, how much bleeding was observed? Was a blood transfusion required?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition. A bag with 3 conforming clips and 1 malformed clip was returned along with the instrument. Upon cycling, the device was noted to be empty and locked out. The instrument is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.